Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to perform a pump reset, which resolved the issue, and no further cgm errors were displayed.